Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Event description:
Allegedly femur had to be recut x 1 (distally). In summary, they found the distal femoral resection depth insufficient and required a recut several times by moving the blocks and/or pins. Surgery was extended greater than 30 minutes.